Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
One non sterile enterprise stent was received deployed into a plastic bag without any visual damages. The delivery wire and introducer tube were not returned for analysis. The involved microcatheter was received and analyzed. No anomalies were observed on the received unit. The enterprise stent was inspected under a microscope and no damaged was found. The functional analysis could not be performed due the product received condition because it is necessary that the stent is still inside the introducer tube to perform the functional analysis. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10338331. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported failure that the stent could not be advanced through the microcatheter could not be evaluated because the delivery wire was not received; however the enterprise stent was received deployed inside a plastic bag. The cause of the failure experienced by the customer appears to be due to the kinks found on the microcatheter but this could not be conclusively determined. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. The analysis suggest that the condition reported by the customer could not be manufacturing related, therefore no actions will be taken at this time.

Event description:
The enterprise stent (enf452200/10338331) was not advanced in the prowler select plus microcatheter (606s255fx/16033540). Therefore the stent and microcatheter were removed together from the patient. The stent did not kink or bend at any time prior to the resistance/friction. The microcatheter did not kink or bend at any time. When the device was removed from the patient there were no damages on any part of the device. An adequate continuous flush was maintained through the catheter at all times. Other products were not used successfully with the same microcatheter. The introducer was fully seated and secured in the microcatheter hub during introduction of the device into the microcatheter. No patient or vessel code information provided.